Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; customer did not know cause. Customer changed pump supplies to address bg. As event occurred in the past, recommendation was made for customer to discuss event with a healthcare provider.